Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to position was unable to be confirmed however the difficult to remove the guide wire was able to be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded left anterior descending artery. There was resistance advancing a 2.5 x 12 mm otw trek balloon catheter over a ht floppy ii guide wire. The otw trek balloon catheter was inflated to 2 atmospheres and then removed from the guide wire with resistance. An rx trek balloon catheter was successfully used with the same ht floppy ii guide wire to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.